Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a pericardial effusion and the pump was in a shallow position. The pump was repositioned using echocardiogram guidance and flows improved. An hour later the patient experienced chest pain and difficulty breathing, and then became unresponsive. A bedside ultrasound showed the pump pigtail was against the heart wall. Emergency surgery was performed to pull back the impella and sew a patch on the left ventricle and perform a bypass. The patient came off bypass and the patient was placed on extracorporeal membrane oxygenation due to decreased chest pressure. The patient's right leg then became cold. The patient expired.

Manufacturer narrative:
B5 updated with clinical rationale and h6 problem code a01 was added as it was omitted on the initial report. The investigation was completed. Investigation summary: cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Pericardial effusion: the cause of the injury was not determined due to insufficient clinical details. Patient-device interaction problem (cardiac perforation): the root cause of the cardiac perforation was most likely use related owing to the pump being repositioned too deep based on provided clinical details. Device in wrong position: the root cause of the device being in wrong position was not determined due to lack of sufficient clinical details and unreturned product for further investigation.

Event description:
Clinical rationale: an impella cp was inserted via the left femoral artery in an 80-year-old female patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage d shock on (B)(6) 2026 at 02:00. During routine rounding, echocardiography revealed a pericardial effusion and shallow impella positioning, prompting correction under echo guidance with subsequent improvement in measurements and flows. Approximately one hour later, the patient reported acute chest pain and dyspnea, followed rapidly by loss of consciousness and cardiac arrest. Bedside ultrasound demonstrated the impella pigtail positioned against the ventricular wall, raising concern for left ventricular perforation. The patient was taken emergently to the or, where the CT surgeon withdrew the impella into the aorta, performed lv patch repair, and proceeded with coronary artery bypass grafting (CABG). After successful separation from bypass with improved hemodynamics, the impella was re-advanced under tee and fluoroscopy with confirmed appropriate positioning. During chest closure, the patient developed hemodynamic collapse requiring initiation of va-ECMO. Following ECMO cannulation, the right lower extremity became cold, prompting vascular consultation. Despite continued critical care, the patient expired at 23:00 the same day. Based on the available information, the patient experienced left ventricular perforation, pericardial effusion, and cardiac arrest during impella cp support. While the impella pigtail was found against the ventricular wall during decompensation, the available clinical documentation does not conclusively determine whether the perforation was caused directly by the device, guidewire, or by underlying tissue fragility. The patient¿s pre-existing pericardial effusion, severe cardiogenic shock, need for emergent surgical intervention, and complex intraoperative course represent significant contributing factors. There is no evidence of device malfunction, and the event appears most consistent with procedure- and patient-specific clinical circumstances rather than a device defect. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.